Event description:
It was reported that the universal radiolucent drill attachment was unable to be removed. It was noted that while two hospital employees tried to remove the drill from the angular gear, they cut themselves. It was reported that surgery time was extended by ten minutes. No additional clinical information was received prior to this report.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.